Manufacturer narrative:
There was no presence of weak welding or over welding that could cause a leakage from the y-connector. Exit port was inspected to identify any damaged and port was in good condition. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak on the y-connector, it would have inflated and did not happen. During sample evaluation it was verified that the plate was able to be opened and closed. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control. It was performed visual inspection of perimeter sealing and port sealing, and no void, hole or channel was found. Root cause could not be determined.

Manufacturer narrative:
Date sent to the FDA: 10/31/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: was the issue found during first activation? No information. Please explain what you mean by one side of the y-connector had not been cut off. We have suggested that when two drains are connected to one y-connector, tip of one drain should be cut off so that they are fixed properly. But this time, both of drains were not cut. Was a cut or slit found on the input port? No. Was the input port broken? No. Was a cut found on the y connector? No. Was the y connecter loose? No information. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No information.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the issue found during first activation? Please explain what you mean by ¿one side of the y-connector had not been cut off¿ was a cut or slit found on the input port? Was the input port broken? Was a cut found on the y connector? Was the y connecter loose? Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time?

Event description:
It was reported that the patient underwent intramedullary pinning/plate fixation procedure on (B)(6) 2016 and reservoir was attached to drain. During the procedure, the reservoir was soon inflated after bending up the flap. It seemed to be having air leak from the suction port where the y-connector was connected. Inside the suction port just beneath the crossing part of the y-connector, some air bubbles were noticed. One side of the y-connector had not been cut off thus the sealed condition was not able to be created in the reservoir. There were no adverse consequences to the patient. Additional information has been requested.